Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Dots alert states that patient suffered from a periprosthetic femoral bone fracture. Update received 3/21/2016. The sales rep has reported that the patient was revised to address a periprosthetic fracture.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
**Update received 3/21/16. The sales rep has reported that the patient was revised to address a periprosthetic fracture. *complaint was updated on 4/5/16. **update received 4/6/16. An additional dots alert was received indicating an adverse event due to a femoral periprosthetic fracture. *complaint was updated on 4/7/16. **update 4/7/16. Clinical had noted that the fracture had occurred while the subject was at rehab (2-3 weeks post op) and felt a pop in the leg. Patient went to the ER for x-rays and the femur was found to be fractured. *complaint was updated on 4/11/16.